Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge was performed and passed. Functional testing was performed and passed. Audio and vibration test was performed and passed. Try-it audio/vibration test was performed and passed. The receiver case was opened for internal visual inspection and passed. The speaker and vibrator resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. The patient stated she did not receive an audio alert when her continuous glucose monitor (cgm) value went below 40 mg/dl. She stated her husband found her on the kitchen floor unresponsive and that her cgm was below 40 mg/dl for three hours. She was given glucagon by her husband; when she became responsive, she was assisted to a chair. She stated that when she passed out, she fell to the floor, hit her head and sustained a knot on her head and bruises to her right side. The patient¿s blood glucose (bg) value at the time of the event was not provided. Labeling indicates: the system reports glucose readings between 40 and 400 mg/dl. When the system determines the glucose reading is below 40 mg/dl, it displays ¿low¿ in the receiver status box. When the dexcom determines that the glucose level is above 400 mg/dl, it displays ¿high¿ in the receiver status box. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.